Manufacturer narrative:
The customer site stated that the appearance of the scar was a result of the patient's poor post treatment care and the location of the tattoo being inside the crease of the arm area. The friction caused by the movement of the arm led to the formation of the keloid scar. The customer site believes that the scar's formation was not related to the laser treatment. There was no additional information made available regarding this event despite multiple requests for patient-treatment details made by cynosure. The device was evaluated and operated as it was intended. Technician did perform routine system maintenance on the device as part of the evaluation process. Since the patient experienced a scarring injury on the arm, this a reportable event.

Event description:
Patient developed a keloid scar on the arm following a tattoo removal laser procedure.